Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the active tip of the device showed signs of activation. There was no obvious visual damage noted on the shaft, handle, cable, or plug of the device. The suction tube also does not show any damage but has some procedural debris remaining within. Functionally, a flow test was performed on the device. A glass beaker was filled with a known weight of saline solution and a suction tube was connected to the suction unit. The rate at which the device suctioned was monitored using a stopwatch. The device was set to default settings and activated; over the course of one minute only 0.29 ml was removed with the normal rate at 150 ml ¿ 260ml per minute, confirming the complaint. A leak test was performed and a leak path was found. However, it was most likely not the root cause as the leak was not significant enough to cause the failure. The root cause is attributed to the blockage caused by the procedural debris collected in the suction path. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an shoulder arthroscopy surgical procedure, it was observed that the vapr clplse90 electrode w hand controls device had no suction function. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: expiration date: the expiration date was inadvertently missed in the initial report and has been updated as 12/31/2018. . Device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 2/11/2016. Investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: the unit was received at the service center and evaluated. The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the active tip of the device showed signs of activation. There was no obvious visual damage noted on the shaft, handle, cable, or plug of the device. The suction tube also does not show any damage but has some procedural debris remaining within. Functionally, a flow test was performed on the device. A glass beaker was filled with a known weight of saline solution and a suction tube was connected to the suction unit. The rate at which the device suctioned was monitored using a stopwatch. The device was set to default settings and activated; over the course of one minute only 0.29 ml was removed with the normal rate at 150 ml ¿ 260ml per minute, confirming the complaint. A leak test was performed and a leak path was found. However, it was most likely not the root cause as the leak was not significant enough to cause the failure. The root cause is attributed to the blockage caused by the procedural debris collected in the suction path. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.